Event description:
It was reported that while priming the infant oxygenator, a crack was discovered. The oxygenator was dripping plasma-lyte at the bottom from the clear, primed circuit. It was noted it was not on patient. The oxygenator was exchanged for a new one and no incident happened once primed on the new oxygenator.

Manufacturer narrative:
No patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: functional testing of the returned oxygenator by the manufacturer (eurosets) was unable to confirm an oxygenator leak, and inspection of the returned oxygenator by eurosets confirmed that there were no cracks in the oxygenator. A specific cause for the reported event could not be conclusively determined through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The oxygenator was returned to abbott where an initial visual inspection was performed. Visual inspection of the oxygenator revealed no obvious damage. Some drops of clear fluid were noted within the bottom housing, within the gas pathway of the device; however, it was unable to be determined if the drops were related to the reported event. The oxygenator was forwarded to the external manufacturer (eurosets) for technical analysis. The oxygenator was placed on a mock loop with physiological water. The oxygenator was filled using a peristaltic pump at 6 liters per minute and remained in the mock loop for 6 hours. During this time, no leaks from the oxygenator were observed. The oxygenator was also visually checked by eurosets for the reported crack; however, no breaks were noticed. Based on the internal investigation, eurosets confirmed that the oxygenator was compliant with the technical specifications. The device history record for the eurosets infant oxygenator, lot #9587500, was reviewed by eurosets which found that all tests from the production process were compliant with the technical specifications. Devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence. This device passed all required testing, and no issues were identified. Although leaking was unable to be confirmed through this evaluation, additional investigation of oxygenator leaking issues has been initiated and sent to eurosets (oxygenator supplier/manufacturer) through a supplier corrective action request. The production documentation for the eurosets infant oxygenator, lot #9587500, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp infant cardiopulmonary bypass oxygenator instructions for use (IFU), rev. 00, is currently available. The IFU includes warnings: that the device is intended to be used by professionally trained personnel. To carefully check the device seal during priming and operation. If you notice leakage during priming or operation, replace the defective device following good perfusion practices. That during use, a spare a.m.g. Pmp infant oxygenator must always be available. Under the section titled ¿set up¿, the IFU warns to carry out a visual inspection and carefully check the device before use. Transport and/or storage conditions other than those prescribed may have caused damage to the device. This section also instructs to check that all connections are properly secured. No further information was provided. The manufacturer is closing the file on this event.